Event description:
It was reported that during the procedure, the indeflator was used to inflate a balloon. During balloon deflation, the handle of the device broke off, making the device no longer usable. The balloon device continued to deflate and the balloon was deflated when removed from the patient anatomy without difficulty. There was no clinically significant delay and no adverse patient effects. No additional information was received.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The returned device analysis confirmed the reported handle separation. The device was no longer functionally operable; however, after the handle separated, the balloon continued to deflate and deflation was achieved. While a lot history record search was not performed as the lot number was not provided, an expanded related record review and investigation identified a product issue related to indeflator handle breaks. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device will not be returned. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The returned device analysis confirmed the reported handle separation. The device was no longer functionally operable; however, after the handle separated, the balloon continued to deflate and deflation was achieved. While a search of the lot history record indicated no related non-conformance records for this specific lot; based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.